Event description:
It was reported that the patient presented to the ER due to noise on the atrial channel. X-ray confirmed rv lead dislodgement. The patient has twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.